Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Inspected 1 opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed bicarbonate buffer test sensor passed per specifications with accurate readings.

Event description:
It was reported via phone call that the insulin pump suspended due to inaccurate sensor readings. The customer's sensor glucose was 4.8 mmol/l despite a blood glucose of 14.7 mmol/l. Troubleshooting was initiated for the discrepancy in sensor glucose and blood glucose readings and the causes of the discrepancy were reviewed with the customer. The sensor was returned for analysis.